Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein leads and splitters were explanted due to contacts being inactive on both leads. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss stimulation. It was noted that the patient's leads had contacts out. It was unknown if it was due to splitter malfunction or with the leads. The patient will undergo lead revision procedure wherein the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had loss stimulation. It was noted that the patient's leads had contacts out. It was unknown if it was due to splitter malfunction or with the leads. The patient will undergo lead revision procedure wherein the leads will be replaced.